Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was stated that the lumbar incision kept getting damp and moist. The pump was explanted and the infection was treated with antibiotics. He said it was wound dehiscence/infection. Reporter did not have any culture results. The infection cleared and a new pump was placed 2013 (B)(6). The explanted pump was disposed. The patient was seen 2013 (B)(6) and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that following a pump implant, the patient's spinal incision was not healing well. The patient was put on the health care provider's "schedule" for the morning of (B)(6) 2013. It was noted the back wound was the incision that was not healing well and the reporter thought that irrigation would be performed and that the wound would be looked at. It was noted the hcp did not plan on doing anything with the system. The reporter thought the pump contained baclofen. It was later reported the hcp went into the patient's back incision on (B)(6) 2013 and took a tissue sample. It was noted the hcp did not think it was an infection, just a non-healing wound. The tissue was to be sent to pathology for analysis. The wound was irrigated and cleaned up and the hcp was in the process of "closing." It was noted nothing was done with the catheter or the front incision. The patient outcome was unknown at this time because the procedure was still going on. It was confirmed the device system was used to deliver baclofen.

Event description:
It was later reported that the pump and catheter were explanted around (B)(6) 2013 due to an infection.